Manufacturer narrative:
As received, the returned patellar component was in 3 pieces. Gouges and other damage were noted on the surface of the component. Follow up information indicated the surface damage occurred during removal. It was also noted that one of the posts had been cut off. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the patellar component. Primary operative notes indicate that the patient was revised from previously implanted unicompartmental implants to the persona knee system due to progressive symptoms and deterioration of the patellofemoral joint. The components were noted to be cemented into place with separate mixes of bone cement. The indications for surgery in the revision operative notes state that imaging showed a fractured superolateral pole of the patella with an apparent loose component. The patellar component had fractured into two pieces with one piece floating freely in the joint and the other piece remaining attached to the patella. A picture of the explanted patellar component was provided indicating the attached piece was cut to aid in removal. The remaining piece was cut into 2 to aid in removal. Per the package insert, trauma can result in loosening, wear, and/or fracture of the implant. The root cause of the patellar component fracture appears to be the reported patient fall.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient fell and was revised for a broken patella implant.